Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform occlusion and no delivery tests due to prime/fill anomaly.

Event description:
Customer's mother, (B)(6), called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 217 mg/dl. Caller stated that customer is sweating, thirsty, nauseated and vomiting. Customer has treated with insulin pump. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed with diabetic ketoacidosis and adrenal crisis. Customer also has addison's disease. The insulin pump alarmed multiple motor errors. Nothing further reported.